Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that when turning on the real intelligence cori console, it kept shutting down prior to making it to the splash screen as this was noticed during a lab/demo for a surgeon certification, the case was performed, using a s+n back-up device with no patient involvement.

Manufacturer narrative:
The real intelligence cori, part # rob10024, serial # sn (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing determined that the tcu board was not receiving power due to a broken power connection wire. The most likely cause was a faulty wire crimp to the tcu board power connector. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.